Event description:
It is reported that the customer had high blood glucose levels of 88 mg/dl. The customer reported difficulty in using the serter for the insulin pump. Troubleshooting was done. It is also reported that the customer was hospitalized a few months prior. The customer was also diagnosed with diabetes ketoacidosis during that event. Insulin pump sensors were sent as a courtesy to the customer. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.